Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-04376). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that vibration alert for eri and a sudden drop in battery were observed. Device was explanted and replaced. Patient condition was good.